Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the internal circuit board because eleven years and two months had passed since the subject device had been manufactured, or something other than the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the endoscopic image was not displayed on the subject device. The user facility replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.